Manufacturer narrative:
This incident is being captured under (B)(4) as an initial final report. Review of the most recent repair record determined the unit was found to have a damaged head, erratic motor speed, the control bar was not in the correct position, and the calibration was out at all positions. The motor, reciprocating arm, machined head, were replaced and resolved the reported issue. A definitive root cause cannot be determined. DHR was reviewed and no discrepancies related to the reported event were found the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during preventative maintenance, corrective repair was noted to be needed. No harm or surgical delay as there was no patient involvement. At investigation it was noted that the device had erratic motor speeds. Due diligence is complete and no additional information is available.